Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a power module alarm resulting in yellow wrench and red battery light emitting diodes (leds) were confirmed during evaluation at the service depot of the returned power module (B)(6). Within a few seconds of connecting the unit to ac power, a yellow wrench and red battery alarm activated. This issue was isolated to the unit¿s backup battery. The battery was replaced, and unit was then functionally tested and found to perform as intended. The power module was returned to the customer after repairs, ready for patient use. The power module backup battery was forwarded to product performance engineering for further analysis. Upon arrival at product performance engineering, the battery was found to be in a slightly depleted state of 13.04 volts (v). The battery was installed in a known working test power module and upon powering the system, the power module operated as intended. The battery was able to receive charge and could support the system in the absence of ac power. The battery was left to charge for an extended period and no alarm was produced. Further analysis of the battery was not performed due to the chemical hazard posed by sealed lead acid batteries. The root cause of the reported alarm could not be conclusively determined as the issue was not consistently reproduced. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications battery inspection data was reviewed for the sla backup battery, serial number (B)(6), revealing that the battery passed all testing per the greatbatch specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) under section 7 ¿alarms and troubleshooting¿ covers all power module alarms and the actions to take when an alarm occurs. Heartmate 3 instructions for use (rev. D) section 3 "powering the system" explains how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. Heartmate 3 instructions for use (rev. D) section 8 explains how to care for and clean the power module and provides checklists for performing routine maintenance of the power module. The heartmate 3 patient handbook (rev. A) and the heartmate 3 instructions for use (rev. D) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module service wrench icon lit up and was alarming after charging overnight.